Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot# va0q3te, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. It was noted that last night, the patient coughed several times, coughed real hard then felt a zap from head to toe. It was horrible then slowly dissipated. It took "a while" / several minutes to get over it and there were lingering effects in certain places that were sore/sensitive. It took an hour-hour and a half before she didn't feel any lingering effects. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.